Manufacturer narrative:
Roche trains operators to perform an increased or decreased sample volume rather than dilution for ammonia assays when the result is above the test range. The laboratory technician who performed the dilution was retrained on the use of dilution orders for this analyzer.

Event description:
The customer stated they were receiving questionable results for ammonia on their cobas c501 for one patient. There were three discrepant results and one result was reported outside the laboratory. The tests were all performed on the same analyzer. The initial result was -39.4 umol/l accompanied by a data flag. The second result was 11.3 umol/l accompanied by a data flag. The third result was 50.6 umol/l performed on a 1:3 dilution and this result was reported outside the laboratory. There was no adverse affect to the patient due to this event. The reagent lot number for the ammonia was not provided. The customer declined a service visit.